Manufacturer narrative:
(B)(4)this report involves a patient who experienced suspected peritonitis in the context of peritoneal dialysis. While there was no definitive peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptom. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced suspected peritonitis coincident with peritoneal dialysis (pd) therapy. The suspected peritonitis was manifested by cloudy fluid. The cause of the suspected peritonitis was not reported. It was reported the patient was hospitalized for the event. On an unreported date the patient was treated with unspecified antibiotics from last eight days. At the time of this report the patient was discharged from the hospital and was recovered from this suspected peritonitis event. The action taken with dianeal therapy was not reported. Additional information was unable to be obtained.